Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. It was reported that the hedgehog brush was broken/fractured. There was no patient involvement in the event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured. Block h11: investigation results the returned hedgehog dual-end brush was analyzed. Visual evaluation revealed that the brush had a clean break, with no material defects or deformation noted at the area where the device separated. The location of the break is near the base of the green handle. No other problems were noted. The reported event was confirmed. An investigation to address this problem is in progress. Based on all available information and analysis of the returned device, as investigation findings do not lead to a clear conclusion, the cause of the reported event could not be determined.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. It was reported that the hedgehog brush was broken/fractured. There was no patient involvement in the event. No further information has been obtained despite good faith efforts.